Manufacturer narrative:
The tip of the outer needle shaft is broken off below the port window. Reference report 1920664-2007-00678 for handpiece used during this event.

Event description:
The vitrectomy cutter tip broke in the pt's eye during surgery. The surgeon removed the tip from the eye with no injury to the pt.